Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized three times due to diabetic ketoacidosis (dka). Customer's blood glucose level at the time of admission was not included in the report. Customer reported that the insulin pump alarmed multiple motor errors. Customer also reported that the insulin pump has had battery issues and screen damage. Customer's blood glucose reading was around 200+ mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Replacement product is being sent.